Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory.(B)(4).

Event description:
Customer reported no reactivity with a patient sample containing anti-jka and the jka + donors (untreated) with 15 minute incubation. Additional testing was performed with 40 minute incubation. All homozygous jka+ donors did react weakly with the exception of cell 4 (no reactivity).